Event description:
It was reported that a catheter issue occurred. The patient was being admitted due to an acute st-segment elevation myocardial infarction complicated with complete atrioventricular (av) block requiring temporary emergency pacemaker implantation. On the same day, a coronary angiography was performed, in which a three-vessel lesion with calcified thrombotic disease in the middle third and severe thrombotic disease in the proximal third of the right coronary artery was observed. After a 6f non-boston scientific (bsc) guide catheter was cannulated in the right coronary ostium, a 0.014-inch guidewire was placed distal in the vessel. Pre-dilatation was performed with a 1.50mm x 15mm emerge balloon catheter; however, during inflation at 8 atmospheres, the balloon hypotube at the level of the distal part of the guide catheter dilated and the balloon was rapidly deflated. The balloon was removed and replaced with another 1.5x15mm emerge balloon catheter, and pre-dilation continued. A second pre-dilation was then performed using a 2.0x20mm balloon catheter. Eventually, three non-boston scientific drug-eluting stents were implanted, and the procedure was completed with good angiographic results and timi 3 flow. Following the procedure, the patient was transferred to the intensive care. Early the next morning, the patient experienced bradycardia and severe hypotension that led to patient's cardiorespiratory arrest and death. The physician did not consider the death to be related to the device.

Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that a catheter issue occurred. The patient was being admitted due to an acute st-segment elevation myocardial infarction complicated with complete atrioventricular (av) block requiring temporary emergency pacemaker implantation. On the same day, a coronary angiography was performed, in which a three-vessel lesion with calcified thrombotic disease in the middle third and severe thrombotic disease in the proximal third of the right coronary artery was observed. After a 6f non-boston scientific (bsc) guide catheter was cannulated in the right coronary ostium, a 0.014-inch guidewire was placed distal in the vessel. Pre-dilatation was performed with a 1.50mm x 15mm emerge balloon catheter; however, during inflation at 8 atmospheres, the balloon hypotube at the level of the distal part of the guide catheter dilated and the balloon was rapidly deflated. The balloon was removed and replaced with another 1.5x15mm emerge balloon catheter, and pre-dilation continued. A second pre-dilation was then performed using a 2.0x20mm balloon catheter. Eventually, three non-boston scientific drug-eluting stents were implanted, and the procedure was completed with good angiographic results and timi 3 flow. Following the procedure, the patient was transferred to the intensive care. Early the next morning, the patient experienced bradycardia and severe hypotension that led to patient's cardiorespiratory arrest and death. The physician did not consider the death to be related to the device.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Correction to g1: MFR site address 1, MFR site city, MFR site zip/post code, MFR site country.

Event description:
It was reported that a catheter issue occurred. The patient was being admitted due to an acute st-segment elevation myocardial infarction complicated with complete atrioventricular (av) block requiring temporary emergency pacemaker implantation. On the same day, a coronary angiography was performed, in which a three-vessel lesion with calcified thrombotic disease in the middle third and severe thrombotic disease in the proximal third of the right coronary artery was observed. After a 6f non-boston scientific (bsc) guide catheter was cannulated in the right coronary ostium, a 0.014-inch guidewire was placed distal in the vessel. Pre-dilatation was performed with a 1.50mm x 15mm emerge balloon catheter; however, during inflation at 8 atmospheres, the balloon hypotube at the level of the distal part of the guide catheter dilated and the balloon was rapidly deflated. The balloon was removed and replaced with another 1.5x15mm emerge balloon catheter, and pre-dilation continued. A second pre-dilation was then performed using a 2.0x20mm balloon catheter. Eventually, three non-boston scientific drug-eluting stents were implanted, and the procedure was completed with good angiographic results and timi 3 flow. Following the procedure, the patient was transferred to the intensive care. Early the next morning, the patient experienced bradycardia and severe hypotension that led to patient's cardiorespiratory arrest and death. The physician did not consider the death to be related to the device.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was separation of the hypotube just distal from the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was an inflation bulge to the inflation lumen at 3.8 cm proximal from the markerband for a length of 1 cm. Media provided by the site was reviewed. The photo showed an undamaged hub/hypotube portion to an emerge 1.50mm device. Video showed a shaft inflation/deflation proximal to the balloon which confirmed the reported shaft damage. Product analysis confirm the reported events as the inflation lumen was inflated and bulged just proximal to the balloon, and the hypotube of the device was separated.